Event description:
On (B)(6) 2012, it was reported that the patient has sometimes had elevated blood glucose levels between 400-500 mg/dl since (B)(6) 2012. Most recently, on (B)(6) 2012, the patient's blood glucose level was 467 mg/dl. She attempted to correct the blood glucose level with the infusion device, but was not successful. The patient utilized an insulin injection to correct the elevated blood glucose. She feels that the infusion device does not display e4 (occlusion error) or it displays it too late. She does not have trust in the infusion device any longer. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.